Manufacturer narrative:
The instrument and instrument accessory have not been returned to isi for evaluation. Therefore, the root cause of the customer reported failure mode cannot be determined. In addition, isi has not determined the root cause for the intra-operative complication experienced by the patient. The site provided a photo to isi of the mcs tip cover accessory. Based on the photo, mcs tip cover accessory has a hole measuring approximately 0.063 inches in diameter and a gouge measuring approximately 0.125 inches in length. A follow-up MDR will be submitted if additional information is received. A review of the site's system logs with a procedure date of (B)(6) 2015 revealed that no related system errors were found to have occurred during the surgical procedure that would have likely caused or contributed to the patient's intra-operative injury. This complaint is being reported due to the following conclusion: the site claimed that the patient sustained a vessel injury that required repair after electrical energy arced through the mcs tip cover accessory installed on an mcs instrument. However, at this time, the cause of the patient's intra-operative complication is unknown.

Event description:
It was reported that during a da vinci-assisted hysterectomy procedure, the patient sustained an injury to the iliac artery after electrical energy allegedly arced through the monopolar curved scissors (mcs) tip cover accessory installed on a mcs instrument. On (B)(6) 2015, intuitive surgical, inc. (Isi) contacted the initial reporter of this complaint and obtained the following information regarding the reported event: the surgical staff did not actually see an arcing event occur during the surgical procedure. However, right before the event occurred and the vessel injury was identified, a surgical assistant who was present during the surgical procedure, indicated that she heard an instrument collision take place. The vessel injury was described as a hole that was repaired with sutures. The da vinci surgical procedure was completed. According to the csr, the patient was doing fine. The csr indicated that the site's risk management department currently has the mcs instrument and mcs tip cover accessory. No other clinical information was provided.

Manufacturer narrative:
In relation to the reported event, intuitive surgical, inc. (Isi) received uf/importer report (B)(4) with the following event description: while doing the right pelvic lymphadenectomy, an injury to the right external iliac vein was noted to be approximately 8 mm in length. Immediately, pneumoperitoneum pressure was increased and the vascular injury was closed with suture, obtaining hemostasis. It was then discovered that the grounding sheet of the robotic monopolar instrument had a hole in it which caused the injury. The instrument was removed from the abdomen and discarded. The tip cover with the hole is used with the davinci xi surgical system robotic arm monopolar curved scissors (8mm) ver. -12 ref (B)(4). I have pictures of the cover with the hole in it that I can forward to you. What was the original intended procedure? Robotic hysterectomy, bilateral salpingo-oophorectomy [sic], staging and omentectomy device usage problem: device failed (e.g. Broke, couldn't get it to work or stopped working) on (B)(4) 2016, isi contacted the site's director of environmental safety and obtained the following information regarding the reported event: the patient underwent a da vinci hysterectomy procedure and the patient injury occurred during the right pelvic lymphadenectomy portion of the procedure. As of the date of this report, the instrument and instrument accessory have not been returned to isi for evaluation. Therefore, the root cause of the customer reported failure mode still cannot be determined. In addition, isi has not determined the root cause for the intra-operative complication experienced by the patient. Based on the additional information provided, this complaint will remain reportable due to the following conclusion: the site claimed that the patient sustained a vessel injury that required repair after electrical energy allegedly arced through the mcs tip cover accessory installed on an mcs instrument. However, at this time, the cause of the patient's intra-operative complication is unknown.